Manufacturer narrative:
Additional information was received that the patient did not undergo an explant however underwent a procedure wherein the ipg was replaced and two leads were added to capture further pain areas. No device malfunction was suspected. The patient was reportedly doing well postoperatively. The device was not returned to bsn as it was kept by the patient.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 14032941, description: next generation anchor kit sterile.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.